Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review conducted previously on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number.

Manufacturer narrative:
(B)(4). Dmf# (B)(4). Trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of tibial component at the bone to cement interface. A depuy cement was used. Doi: (B)(6) 2014 dor: (B)(6) 2021 left knee.